Event description:
After everything was open up for the case and scrubbing in, a long hair was noted in the upper extremity pack. Everything was immediately broke down and started over again. The case was not delayed.